Event description:
It was reported that while stimulation was turned on the following occurs. The patient reported that about a month ago the stimulation was becoming painful so she turned the implant off. Patient stated she started having problems with the urination three weeks ago so she was trying to turn the stimulation back on the day of the report event date. The patient was walked through making the adjustments. Patient turned stimulation on at 5.0 volts and it was too high and painful. Patient decreased stimulation to 4.0 volts. Patient stated before she turned it off it used to be at 7 volts and all of the sudden it became painful. Patient mentioned she has an appointment on (B)(6) to have a bladder test because the leakage was getting very bad.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va080f5, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).